Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MDR number 0001822565-2019-04096

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MDR number 0001822565-2019-04096.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #:00801803201 femoral head lot #:60605039, item #: 00630506032 liner standard 32 mm i.d. Lot #: 60451566. Item #: unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 -00534 head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had hip revision surgery due to elevated cobalt levels and pain. Attempts were made to obtain additional information; however, none was available.